Event description:
New information received notes that the lead was capped and replaced. Patient condition was good after the procedure.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to post-sensed t wave oversensing. The hv therapy was programmed off. Lead repositioning is planned. Patient condition was good.